Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient¿s mother contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ping meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy issue began on (B)(6) 2017. The reporter claimed the patient obtained inaccurate high blood glucose readings such as ¿above 150 mg/dl" and in the "250s mg/dl¿ range with the subject meter on unspecified occasions. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient is on insulin pump therapy. The reporter claimed that at around lunchtime at school on (B)(6) 2017, the patient obtained an alleged inaccurate high blood glucose result of ¿197 mg/dl¿ with the subject meter. It was not reported if the patient took any action in regards to his usual diabetes management routine in response to the elevated result. At an unspecified time, later that day on (B)(6) 2017, the reporter claimed the patient developed symptoms of feeling ¿shaky and nauseous.¿ the reporter stated the patient was treated by the school nurse with juice containing 60g of carbohydrate in response to the symptoms. The patient¿s blood glucose was reportedly tested with the subject meter at the onset of symptoms and a result of ¿48 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr walked the reporter through a control solution test and the result fell within the specified control solution range. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained an inaccurate high reading on the subject meter and reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event. The lfs device could not be ruled out as a cause or contributor to the event.